Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and during functional testing. The root cause of ua07 was defective load cells, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2020 and is over 6 years old. A review of the archive data showed multiple instances of user advisory 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The defective load cells were replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). No patient involvement.